Event description:
An international customer reported an event of a "strong oil smell" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Additional manufacturer narrative / corrected data: additional part replaced during service: heater filter housing asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). ¿the DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. ¿the service history for this unit for the past six months ((B)(6) 2014) did not identify any significant trend. ¿the trend for the product malfunction code of odor/smells was analyzed from (B)(6) 2013 to (B)(6) 2014 and identified a breach in two months. This trend was escalated for investigation. ¿the fmea revealed the risk is at an acceptable level. ¿the shuma indicates the risk is "as low as reasonably practicable" for mild (limited) exposure to odor or odorants. No parts were returned for analysis. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2014.